Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a black particulate matter (pm) in the tubing of an amia automated pd set with cassette. The pm was observed in the tubing during set up for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to d4: lot #: h21f04012 (previously submitted as asku) additional information: h3, h6, h10. H10: the device was received for evaluation. A visual inspection with the naked eye noted a particulate matter embedded in the white clamp supply line. The reported condition was verified. The cause of the condition was due to a burnt plastic broken off during the tubing extrusion process. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.